Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that a trial lead had high out of range impedances. The lead was replaced and the impedance issues were resolved. The patient was implanted with product that was functioning normally. It was further reported that the company representative could not determine if the lead was defective or not. Other factors, such as air in the epidural space, may have been a factor. The replacement lead was not out of range on any contact.